Event description:
It was reported that the c-arm vertical column on the 9800 system will not move in a downward direction. System continued to be used for procedure. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.